Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient presented at doctor's office on (B)(6) 2014 with extruded implant. Patient began to experience some tenderness at the implant site 2 months ago. No history of trauma, smoking or diabetes or other health issue. Patient will have revision surgery.